Event description:
It was reported that the catheter and guidewire were inserted and the end portion "j" tip loop of the guidewire was caught on the catheter tip, at the end of the catheter. The guidewire would not advance or pull out. The physician had to pull both the catheter and guidewire out together. It was stated that likely vessel trauma could have occurred. Further follow up indicated that when the catheter was going over the guidewire it became stuck. The physician could not either move forward nor move back on the guidewire. They were using guidance monitors the entire time. They could see that there was roughly 1-2 centimeters of the guidewire that had gone thru the catheter and then just stopped. There were two physicians that tried to get the guidewire out and all awhile the patient's was inconveniently awake. Both the catheter and guidewire were removed in the end. Upon removal the examined the catheter, they further tried to remove the guidewire, only to see the catheter was rippled when pulling out. Sealed units were also returned and examined.

Manufacturer narrative:
The analysis results found that the 6tb45 device was received in good visual condition and with a blue cartridge reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device was used to resect the duodenum. Some staples on the proximal and the middle part of the staple line were malformed at the first firing. As bleeding occurred a little from the proximal part, additional suture was performed with vicryl. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.